Event description:
Patient in surgery for lumbar spinal stenosis, l1-2, l2-3, and l4-5. Postoperative l3 and l4 laminectomy, with posterolateral fusion, l3-4. Procedure performed: 1. Removal of pedicle fixation, l3-4. 2. Transforaminal interbody fusion, l1-2, l2-3, l4-5. 3. Insertion of synthes allograft spacers, l1-2, l2-3, and l4-5. 4. Insertion of synthes pedicle screws, t11 to t5. Patient has history of previous surgery at l3-4 with insertion of danek type of pedicle fixation approixmately two years ago. Surgery was perfomed with insertion of above synthes hardware. Surgeon removed the old danek hardware and performed aboved listed procedures. In the post operative report obtained from medical records at hosp, when pedicle screw fixation was attempted "difficulties were encountered in securing contured rods to the polyaxial screws." "In brief, the locking caps would not hold in place in 2 locations, and popped out. In addition, there was a great deal of difficulty encountered with the introducing instuments to place the rods into the top of the screw heads. Ultimately, I determined that the device simply was not going to be reliable to provide internal fixation, and that a different device was necessary. However, in order to obtain the new internal fixation device by an alternate MFR would take anywhere from 1.5 to 2 hours." "I decided at that point that it would be unwise for the patient to remain lying on the operating table during that protracted period of time, and instead, it would be wiser for him to be returned to surgery after an interval of time to complete this operation." The surgeon informed us, me, the son in-law, that it was the "torque wrench that failed" and that my family member would have to go back into surgery in ~ ten days to "redo and complete the procedure". When I asked the surgeon two days post-op if he had reported the failure to med-watch, he stated: "no but that I will do so this afternoon." When we asked the surgeon why they did not have a backup torque wrench, he stated: "that the hosp policy is to have only one set of hardware available at time of surgery." I am a respiratory therapist with over 20 years experience as well as 3 years experience as a army field medic and never, ever, performed any invasive procedure with only one set of hardware available. Even in the army we always overstocked our aide bags because we knew that we would not have enough of everthing or that hardware would, and did, invariably malfunction when needed/used. When we questioned the surgeon as well as the or head nurse manager they both initially stated that the malfunctioning medical device -torque wrench- had been saved and sent to the device MFR for failure investigation. Later, when we asked for a copy of the fi report they changed the story and now admit that: "it was thrown away the day of surgery." Our family would like to know what FDA is doing about these types of failures? Our family member is in worse pain today than before both 2006 surgeries."